Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of an event that occurred during pre-procedural inspection in the united states. The reported complaint received on 25-aug-2020 of a "brush stuck/broken in channel", involving the pentax medical video gastroscope, model eg-2990i, serial number (B)(4). At the time the user reported the issue, they stated the failure was observed during pre-inspection check. No further information was provided at the time of the report. The customer owned gastroscope was returned for evaluation on 28-aug-2020. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician documented an "accessory stuck in primary operation channel" confirming the customers experience. The following additional codes were documented: passed dry leak test, distal body chipped, suction tube resistance, passed wet leak test, hole in # 2 remote control button cover, scope case lock damaged. Gi-90/i10/k10 series cardboard scope case, o-rings and seals, distal end assy with tubes, bending rubber, suction channel lg, o-ring (1.8x19.8). On 22-sep-2020, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed under ivai-20-090020, the DHR review confirmed the endoscope was manufactured on 25-oct-2010 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2010. Pentax medical video gastroscope, model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2011. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The video gastroscope is pending repair or final qc approval as of 24-sep-2020.